Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient serious injury nor complications were reported.